Manufacturer narrative:
The reported device was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the device is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the driver tip broke while inserting the screw. The surgery was completed with a new driver tip resulting in a 2-minute delay. There were no adverse patient consequences reported. This report is related to report number (3025141-2024-00497) for the driver involved in this event.